Event description:
It was reported that the patient passed away on (B)(6) 2019. The outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patients outcome could not be conclusively determined through this evaluation. No autopsy was performed, and the device was not explanted for evaluation. Per the account, no further information regarding the event could be provided. The relevant sections of the device history records for mlp-014332 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.